Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Customer's blood glucose was 199 mg/dl. Tandem technical support educated customer on how to remove air bubbles.